Event description:
The customer tested her blood glucose and received a reading of 279 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 139 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the high reading, so no product will be returned for evaluation.